Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened during establishing final arm angle test (efaa). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped in medial a2/p2. However, during establishing final arm angle test (efaa), when turning to neutral position, the clip opened to approximately 80 degrees. Trouble shooting was performed without any improvement. The clip was removed and replaced. A total of two clips were implanted, reducing mr to 1-2. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the clip opening during establishing final arm angle (efaa) could not be replicated in a testing environment during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of for the reported efaa failure could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.